Event description:
A malfunction was reported on the pump. There was no reported impact on the customer's blood glucose level, and it was unknown if the level exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.